Manufacturer narrative:
The insulin pump was returned for unexpected battery power loss or replace battery alert/replace battery now alarm found on (B)(6) 2021. The insulin pump passed the self test, displacement test, active current measurement and sleep current measurement. The insulin pump was monitored for several hours and no unexpected battery power loss or replace battery alert/replace battery now alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No alarms or alerts noted during the testing. No unexpected battery power loss or replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 08:53:00.000 alarm alert notification, (B)(6) 2021 10:06:38.000 alarm alert cleared, (B)(6) 2021 17:09:00.000 alarm alert notification, (B)(6) 2021 17:09:19.000 alarm alert cleared, (B)(6) 2021 17:49:00.000 alarm alert notification, (B)(6) 2021 17:49:22.000 alarm alert cleared, (B)(6) 2021 18:30:00.000 alarm alert notification, (B)(6) 2021 18:30:06.000 alarm alert cleared. Upon checking on the detail trace file, low battery alert was expected since the battery has low power. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a pillowing keypad overlay. Unexpected battery power loss or replace battery alert/replace battery now alarm not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed a low battery alert and would not work. Customer also reported that drive support cap was neither loose nor damaged. Customer also reported that they did not received low battery alert before replace battery alert. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.